Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the needle hub of the sensor was difficult to remove. It was stated that when the customer removed the needle hub, the cannula came out with it. The customer further stated when he connected the sensor to the transmitter, it did not blink green, and upon removal of the sensor, there was no cannula. Customer's blood glucose was not known. The customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected two opened/used sensors and found one of two sensor's broken missing broken part. We were unable to confirm if customer received sensor damage due to customer returning opened/used. Found second sensor separate from needle. Checked introducer needles for burrs/hooks and dull needle tip defects and none were found. Both introducer needles passed per specifications.